Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on a patient on (B)(6) 2013. According to the complainant, a no flow alarm occured approximately 6 minutes into the ablation. Additionally, the physician noted a fluid deficit (3cc) and subsequent cervical leak. The patient was cooled and the vagina was flushed with cool saline solution. A cervical burn was noted and treated with sylvadene cream. Follow up from the physician confirmed the burn was second degree. Medical intervention was not required. The patient was seen on (B)(6) 2013 and reported to be doing "well".